Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly elected to not proceed with revision surgery at this time. It is believed that the recipient experienced a failure in-situ. A review of the device history record revealed no anomalies. The recipient's device remains implanted. This is the final report.

Event description:
The co was informed that the recipient is experiencing intermittencies followed by a loss of lock. External equipment was exchanged and programming adjustments have been made, however, this did not resolve the issue. Device testing could not be performed due to loss of lock.